Event description:
It was reported that during a coronary artery stenting treatment procedure, stent dislodgement occurred. The 100% stenosed target lesion being treated was tortuous and calcified located in the mid right coronary artery (rca). The physician predilated the lesion with a 3.5x30mm non-bsc balloon at 14 atms. The physician tried advancing a 4.0x24mm liberte stent through a non-bsc guide catheter and over a non-bsc guidewire but was unable to cross the 50% predilated lesion. He retrieved the device and noticed that the stent was not on the device. Fluoroscopy was performed and it was noticed that the stent was stuck in the hemostatic valve. The physician removed the entire device and continued using a 3.5x32mm liberte stent and positioned it without problems. The procedure was successfully completed. Pt condition listed as "stable."